Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of high blood glucose of 424 mg/dl. The customer indicated that they had nausea. Troubleshooting found that the customer suspended the pump for over 7 hours and forgot the pump was in suspend mode. Customer indicated that they were not alerted that it was in the suspend mode. Troubleshooting was performed and advised the customer that the pump will not alert when in suspend mode. Customer was also advised that they can disconnect for up to an hour without putting it in suspend. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.